Event description:
The customer reported the gas module ii was not reading gases correctly. No pt injury was reported.

Manufacturer narrative:
As a preventative maintenance, the company rep replaced the gas bench for the customer. No malfunction was confirmed.